Manufacturer narrative:
Information regarding section d2- suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Information regarding section g5 den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. However, all the components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle for activation of the carbon dioxide cartridge. The powder chamber appeared to be full. There was powder residue on the device particularly noticeable on the on/off switch due to the red color of the components and white color of the powder. Power residue was also found inside of the catheter connection through magnification. When tested as returned, the device did not spray when in the "on" position. When the red activation handle was removed, a lot of carbon dioxide remained in the cartridge. The lance position was measured and found to be positioned correctly. A visual examination of the lance inside the handle indicates it was beveled. However, the o-ring and lance appeared to be positioned incorrectly inside the regulator. The lance appeared displaced in the regulator and does not appear to be located correctly. The inspection of the carbon dioxide cartridge and regulator (lance and o-ring) confirm the device was of the post-corrective action design. When retested with a new carbon dioxide cartridge, the small amount of powder came out of the distal end but the device did not spray powder when the button was pressed. The carbon dioxide cartridge was removed and the lance appeared to have been pushed back toward the original position, but still displaced. When retested with a second new carbon dioxide cartridge, the device did not spray powder. The device was disassembled and the tubes were disconnected for removal of the powder. An internal clog was found. One large clump of powder was observed in the tube between the powder chamber and on/off valve. A small amount of powder was observed in the tube between the powder chamber and low pressure valve. Powder inside the tube leading from the powder chamber to the small gray low pressure valve can occur if there is a back flow of pressure. Back flow can occur from an internal or clogged catheter, or if the carbon dioxide cartridge runs out of gas. A visual investigation of the cannula and hole in the bottom of the powder chamber showed it to be clear. The low pressure valve was disassembled and no powder was found inside. During evaluation, the o-ring was removed from the regulator and then some of the internal components of the regulator came loose. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Although the lance position was slightly displaced, it was not the root cause of the device being unable to spray powder. Catheter occlusion can be a cause of this device internally clogging and not being able to spray powder. However, we could not conduct a complete investigation because the catheters were not returned for evaluation. This limits our ability to conclusively determine a cause. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user, the instructions for use (IFU) states the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. After activating the hemospray, they realized that it released no powder. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence..

Manufacturer narrative:
Information regarding - suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use information regarding section g5 den170015. Investigation evaluation: the product is being returned for evaluation and the investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report with product evaluation information.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. After activating the hemospray, they realized that it released no powder. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.